Event description:
It was reported that the patient needed more length in the tubbing connecting the pump, to be further down in the scrotum. The inflatable penile prosthesis (ipp) pump and reservoir were removed and replaced. There were no patient complications.

Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.